Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in new condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. According to the investigation, customer problem confirmed in that the pump would intermittently go into a no disposable" alarm when a cassette was attached. The pumps downstream occlusion sensor containing the detection switch needed to be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during use, a smiths medical cadd solis vip pump exhibited cassette not properly attached alarm. Change of cassette was attempted but the issue persisted. No patient consequences were reported. No adverse effects were reported.